Event description:
The customer reported that a falsely elevated potassium (k) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on the original atellica ch 930 analyzer. The repeat result recovered lower than the erroneous result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated k result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated potassium (k) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was acceptable at the time of sample processing. There were no related instrument error in the event log. A siemens customer service engineer (cse) was dispatched to customer's site. During the visit, the cse inspected the integrated multisensor technology (imt), replaced and aligned the peristaltic pump tubing, and ran auto check and all diagnostics on the imt, which recovered acceptably. Siemens reviewed the instrument data and ruled out reagent issues as original and repeat testing were performed using the same imt sensor and imt consumables. Siemens determined that there were no instrument malfunction as qc recovered within acceptable ranges prior to and after the sample was processed and only one sample was impacted by this event. Therefore, siemens determined that preanalytical variables, such as poor centrifugation of initial sample resulting in presence of micro clots during initial aspiration of sample, potentially contributed to the falsely elevated k result. Initial aspirations of specimen potentially removed fibrin and micro clots, resulting in proper aspiration of the specimen during repeat testing. The instrument is performing according to specifications. No further evaluation of the device is required.